Event description:
Not often, but only few time, a power of the instrument turned on without doing anything, sometimes it repeated on and off. When the trouble happened an alarm rang. No patient harm.